Event description:
It was reported that resistance was experienced when moving the scuba devices through the introducer sheath. A 6f cook flexor introducer sheath was used.

Manufacturer narrative:
Results: stent embolization. Resistance with introducer sheath. Conclusion: resistance with introducer sheath. Stent embolization.

Manufacturer narrative:
Evaluation results: (based on the information provided no root cause can be determined). (B)(4).

Event description:
Physician was attempting to treat stenosis in the iliac artery. The lesion was predilated and after the dilatation the stenosis rate was 0 %. No resistance was encountered at the time of balloon insertion. No friction with gw/gc; however, it was reported that when the scuba co-cr peripheral stent system was positioned at the lesion it was observed that the stent did not conform to the marker on the balloon. The physician was able to push forward the balloon and place the stent. The same issue occurred with a second scuba co-cr peripheral stent system. No positive or negative pressure was applied to the balloons prior to use. It was reported that the devices were inspected before use and no abnormalities were noted. No resistance was experienced when crossing the lesion. It was reported that both the stents remained successfully implanted and that the event did not affect the patient.